Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation found that there was a bad co2 inlet sensor. The co2 inlet sensor was replaced. The connectors were inspected. The case was inspected. The device was calibrated. The flow rate check, gas calibration, leak check, and final visual inspection were all tested and passed. The root cause for the confirmed reported event was determined to be the bad co2 inlet sensor which caused the unit to give a no disposable connected error. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device had a sensor warming error. There was no patient involvement. No additional information is available.